Manufacturer narrative:
(B)(4). The manufacturing evaluation, visual inspection report stated: the screwdriver was received with the tip of the driver axially deformed. The deformation is about 2.5mm in length from the tip of the driver. The stardrive lobes also appear worn along the front surface of the stardrive tip. The remainder of the driver has cosmetic indications consistent with use and the red color band is darker than typical. The stardrive form and land length could not be verified due to the deformation. The hardness cannot be verified due to the small diameter of the parts and the limitations of the test equipment in monument. Due to the inability to verify all relevant features, this manufacturing evaluation is deemed indeterminate.

Manufacturer narrative:
(B)(4): the product development evaluation stated: a visual examination of the returned part was conducted by the investigating engineer. The part was observed to have extensive damage to the tip. The tip has been twisted axially slightly less than 90 degrees against the direction of tightening. The tip deformation extends approximately 2.75mm along the tip from the leading edge. The remainder of the screwdriver shaft is unremarkable with minor surface marks consistent with normal use. Therefore, this complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4)

Event description:
It was reported that the surgeon was performing an open reduction internal fixation on a proximal phalanx fracture. When the surgeon was tightening the screws the shaft was twisted 20-40 degrees. The shaft of the screwdriver was not twisted prior to the case. The procedure was successfully completed with no delay and no harm to the patient. This is report 1 of 1 for complaint (B)(4).